Manufacturer narrative:
(B)(4). Investigation summary : the device was returned with the tissue pad damaged, melted, and 100% present. In addition, it was received with the cable/connector cut off. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that there was a cracked internal component; the y-link. Due the condition of the device, functional testing could not be performed. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic hepatectomy, the tissue pad stuck to the tissue and it did not peel off when the device sealed the vascular channel in about 4 hours. Then the device was removed from the body and the tissue pad was just peeled off and no pieces fell into the patient. The tissue pad was not detached off. Another device was used to complete the case. There were no adverse consequences to the patient.